Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an inaccurate levophed titration. The order was to titrate up or down by 0.0.1-0.02 and there were several titrations that were by 0.04 or 0.03. The first being at 0731 going from 0.18 to 0.15. These errors have occurred due to incorrect titration practices. There was no information on patient harm.